Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the clevis pin backed out. Floor lock is now not engaging.